Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately five years ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that on a recent follow-up CT the aneurx stent graft was found to have migrated greater than 4 cm from the lowest renal. The patient is reported to be asymptomatic and currently there is no intervention scheduled. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent migration) 317 patient's condition affected effectiveness of device (likely anatomy related). Conclusion: device failure/lack of effectiveness related to patient condition (likely anatomy related).